Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device with an 8f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the device was maintained at 45 degrees, the lever was opened and the foot deployed without issue, and the plunger was pushed until no gap was noted between plunger and proximal end of the body, it clicked into place. Then, the suture was attempted to be retrieved; however, the suture was noted to be already broken. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the access site was the left common femoral artery. No additional information was provided.